Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8064764. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that an unspecified number of syringe 0.5ml 30g 8mm 10bag 500 EU experienced a breach in sterility. The following information was provided by the initial reporter: the package containing 10 syringes each is not properly sealed. The weld on one side is only on one half , so that the syringes can fall out. Due to this the syringes are no longer sterile and can not be used.

Manufacturer narrative:
Investigation: customer returned (10) 1/2cc, 8mm, 30g syringes in an open poly bag from lot # 8064764. Customer states that the package is not properly sealed. The returned poly bag was examined and exhibited an open seal along the bottom of the poly bag. A review of the device history record was completed for batch# 8064764. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. There were no quality notification or maintenance dispatches that pertained to this defect during the production of this batch. The DHR was reviewed and there was nothing noted that pertained to this defect. A definitive root cause cannot be determined.

Event description:
It was reported that an unspecified number of syringe 0.5ml 30g 8mm 10bag 500 EU experienced a breach in sterility. The following information was provided by the initial reporter: the package containing 10 syringes each is not properly sealed. The weld on one side is only on one half , so that the syringes can fall out. Due to this the syringes are no longer sterile and can not be used.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.5ml 30g 8mm 10bag 500 EU experienced a breach in sterility. The following information was provided by the initial reporter: the package containing 10 syringes each is not properly sealed. The weld on one side is only on one half , so that the syringes can fall out. Due to this the syringes are no longer sterile and can not be used.